Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-52 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-52 alarm was identified in the alarm log review. The cause of the condition was determined to be a damaged central processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.